Manufacturer narrative:
(B)(4). The loaner endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and put back into loaner inventory. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 01-feb-2022, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 13-jun-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 13-jun-2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the (B)(6). The customer reported poor image quality involving pentax medical video colonoscope, model ec-3490li, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: although, the cause could not be identified from the information obtained, the complaint was, due to an image abnormality. It is assumed, that the ccd cable was disconnected, due to the load from repeated use.